Event description:
It was reported to medtronic neurosurgery that a patient had a reaction to a piece of durepair from a chiari. According to the report, the patient developed an infection caused by pantoeaagglomerans.

Manufacturer narrative:
The device has not been returned to the manufacturer. Medtronic neurosurgery has received no other complaints for lot 1202048, and a review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompany the product note that infections are a general risk of dura-related surgery.